Manufacturer narrative:
Result and summary: the actual device has been returned and was received on 08/04/2010. The investigation remains open and a follow-up report will be filed, as necessary.

Event description:
It was reported that during a rescue attempt, the device would not power on. A second defibrillator was used, although no shocks were required. It was reported that the patient was not resuscitated.